Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on j(B)(6) 2019. The patient stated the cgm reading was around 80 mg/dl and he took insulin before he ate. But then he found that his bg was already down to 50 mg/dl so he called 911 to tell them he might need an ambulance later. He did not report having any symptoms of hypoglycemia. No medical personnel were dispatched but the police department went to his house later to check on him. He did not need to go to the hospital. At the time of the report he was feeling well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.